Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The sheath was not a maquet product. The male luer from the extender tubing was returned detached from the tubing. One kink was found on the catheter tubing approximately 36.8cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 22.9cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Fir/crf/CAPA history evaluation: fir/crf/CAPA history evaluation is not required for this case since an investigation has been performed. Per complaint handling procedure, 01-061, this complaint did not meet the requirements for escalation to hhe or crf. Complaint # (B)(4), record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor alarm. The customer tried to disconnect and reconnect with no success. No aline was observed. The customer switched to an alternate aline site with success. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor alarm. The customer tried to disconnect and reconnect with no success. No aline was observed. The customer switched to an alternate aline site with success. There was no reported injury to the patient.